Event description:
¿On (B)(6) 2023 the patient was ordered a PICC. The PICC was placed successfully in the right saphenous vein, positive blood return noted, confirmed by cxr, easily flushable. While attempting to remove the stylet, the catheter began to bunch up near the hub, stylet was also very difficult to remove. After removal, the catheter could not be flushed, no blood return. The PICC was removed and a second PICC was placed in the left lower saphenous vein. The line was prepped and flushed without difficulty. Upon insertion, blood return noted, easily flushable, cxr confirmed placement. Attempts to remove the stylet were very difficult with collection of the catheter at the hub. Catheter could not be flushed, no blood return. The PICC was removed by attending provider with great difficulty, catheter could not be flushed. Reference: mw5145881.¿

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection found the stylet was removed from the catheter. Therefore, the reported issue of resistance could not be confirmed. The customer reported a second issue regarding not being able to flush the device once the stylet was removed. An attempt to flush the device with a colored water filled syringe failed, confirming the reported issue of an occlusion. A lump was noticed in the section of catheter underneath the strain relief. The hub and strain relief were soaked in alcohol overnight and the catheter was then able to be flushed. The most probable cause for the blockage preventing the flushing of the device after the removal of the stylet was most likely due to bodily fluids inside the catheter. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for reoccurrences.

Event description:
¿On (B)(6) 2023 the patient was ordered a PICC. The PICC was placed successfully in the right saphenous vein, positive blood return noted, confirmed by cxr, easily flushable. While attempting to remove the stylet, the catheter began to bunch up near the hub, stylet was also very difficult to remove. After removal, the catheter could not be flushed, no blood return. The PICC was removed and a second PICC was placed in the left lower saphenous vein. The line was prepped and flushed without difficulty. Upon insertion, blood return noted, easily flushable, cxr confirmed placement. Attempts to remove the stylet were very difficult with collection of the catheter at the hub. Catheter could not be flushed, no blood return. The PICC was removed by attending provider with great difficulty, catheter could not be flushed. Reference: mw5145881.¿

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿On (B)(6) 2023 the patient was ordered a PICC. The PICC was placed successfully in the right saphenous vein, positive blood return noted, confirmed by cxr, easily flushable. While attempting to remove the stylet, the catheter began to bunch up near the hub, stylet was also very difficult to remove. After removal, the catheter could not be flushed, no blood return. The PICC was removed and a second PICC was placed in the left lower saphenous vein. The line was prepped and flushed without difficulty. Upon insertion, blood return noted, easily flushable, cxr confirmed placement. Attempts to remove the stylet were very difficult with collection of the catheter at the hub. Catheter could not be flushed, no blood return. The PICC was removed by attending provider with great difficulty, catheter could not be flushed. Reference: mw5145881.¿